Manufacturer narrative:
Complaint sample was evaluated and the reported event for the broken device was confirmed. The product shows signs of wear and was manufactured in 2010. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by zimmer.

Event description:
Per email received (B)(6) 2013 customer reports; during an unknown procedure, the reamer shaft broke due to torque needed to ream the acetabulum. Patient age and gender are unknown. Procedure was completed with no delay in surgery. Per email received (B)(6) 2014 customer reports; there was no injury to the patient or operator. No adverse events reported.